Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump under delivered. Patient had leftover drug that was more than expected on (B)(6) and (B)(6). Triage nurse went to investigate and was able to retrieve old chemotherapy bags that had been disposed of. Brought old chemotherapy bags to pharmacy to investigate the volume of chemotherapy not infused. Per pharmacist: the bag made on (B)(6) 2023 had 61 mls left and bag made on (B)(6) 2023 had 100 ml left over. No patient injury. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the pump to be under-delivering medication is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).